Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 : the patient presented with a preoperative diagnosis of l5-s1 pseudoarthrosis, status post l5-s1 anterior lumbar interbody fusion and left greater than right extremity radiculopathy. The patient underwent the following procedures: l5-s1 posterolateral fusion, l5-s1 instrumentation, use of local bone graft, l5 and s1 laminectomy with bilateral laminal foraminotomies l5-s1, interpretation of biplane fluoroscopy, use of rhbmp-2/acs and local bone graft for fusion. The patient underwent intraoperative neurophysiological monitoring. Impression: there was no electrophysiological evidence of medial pedicle cortex breaches upon electrical stimulation of bilateral l5 and s1 pedicle screws. Per the op notes, following pedicle screw placement, the transverse processes and sacral ala were decorticated with a high speed bur. The local bone graft was mixed with rhbmp-2/acs. No complications were reported. On (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: status post-surgery at the level of l5-s1. Stable hardware and disc height. On (B)(6) 2011: the patient presented stating his back pain had improved. He still experiences left testicular pain although this is also decreased. His left heel pain has resolved although he does experience some left midfoot discomfort. The patient underwent x-rays of the lumbar spine. Impression: status post anterior and posterior fusion l4-5 level with intact orthopedic hardware in anatomic alignment. On (B)(6) 2012: the patient presented with decreased swelling and spasms but continues to have discomfort in the left groin and testicle. The patient underwent x-rays of the lumbar spine. Impression: post anterior and posterior l5-s1 fusion without evidence of complication. On (B)(6) 2012: the patient presented for x-rays of the lumbar spine. Impression: post l5-s1 fusion with laminectomy. On (B)(6) 2012: the patient presented with some spasms and some swelling as well as discomfort in the left groin and testicle. Plain radiographs show he is completely healed. On (B)(6) 2013: the patient presented for x-rays of the lumbar spine. Impression: status post l5-s1 anterior and posterior fusion in anatomic alignment.